Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any visual evidence to review, the compliant cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
The patient maintained PICC monolumen 1.9 fr in left lower limb inserted on (B)(6) 2020 and was transferred from the (B)(6) center to (B)(6) on (B)(6) presenting a catheter with blood in extension and resistant to salinization. On (B)(6) wet dressing was observed and when removing the identified microhole dressing. Pulled out PICC and not forwarded tip to culture. There was no need to insert new venous access, it maintained only medications via enteral. Catheter data: argon brand (1.9 fr), silicone material, lot 11304887.